Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a break in the catheter was confirmed. Gross and microscopic examination of the catheter reveals a complete break in the catheter. The catheter has been returned in two sections. Magnified view of the distal end of the proximal section shows an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. The remainder of the circumference has rounded edge with a glossy, smooth veneer. These same traits and characteristics are observed at the proximal end of the distal section. The two broken ends of the catheter were mated together and revealed a close match. The mechanism of the break in the tubing is undetermined. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. During the placement procedure the introducer needle may have initial performed the catheter or during recannulation partially cut into the tubing wall during the placement procedure. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter.

Event description:
Per rn, pt vessel was actively vasospasming on ultrasound prior to any attempt. Accessed vessel, met some resistance with wire, met more with the catheter. Could not remove the device (with half inserted). Asked for 2nd rn to pull the device out, pulled with great force and the catheter sheared. Half of the catheter was left exposed in the pt, rn was able to hemostat the broken portion and retrieve.